Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer blood glucose level was 40 mg/dl and off by 20 or more. The customer stated that insulin pump rejected new batteries, plastic chips when changing reservoir and random no delivery alarms. It was unknown whether the auto mode feature was active at time of low blood glucose event. The device will not be returned for analysis.